Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a posterior cuff miss occurred. The device was removed and a second proglide device was used and an anterior cuff miss occurred. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
A customer contacted baxter's global technical service center to report an overprime on the homechoice machine during prime. The home patient stated the patient line was primed, but water was coming out of the cap. The baxter technical service representative explained to the caregiver about the water coming out of the patient line and the line was primed. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the caregiver (cg) on (B)(6) 2010, who stated the hp had changed to hemodialysis as of the end of (B)(6) 2010. The hp was having difficulty draining while on peritoneal dialysis (pd) therapy and the doctor suggested they discontinue pd therapy. The cg denied that the hp had any need for medical attention relating to the pd therapy in this incident.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). No device was returned for evaluation. The complaint was not confirmed due to a lack of sample and the root cause was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 that appeared on the homechoice (hc) unit during dwell 3 of 4. The home patient (hp) stated that the supply bag fell and disconnected. The technical service representative (tsr) had the hp cycle power to clear the error. The hp elected to use manual supplies to complete therapy. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported.